Event description:
Reporter indicated that the patient had died a number of years ago, due to a brain tumor. At the time of the report, no other information was given. All attempts for further information regarding the cause of death, and the relationship of vns therapy to the patient's death, have been unsuccessful to date. Due to lack of information, the relationship between vns therapy and the patient's death cannot be determined.